Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. It was reported the rod slipped out of the screw 9 months after implantation. The patient was an adolescent neuromuscular case with unknown post-op activity. X-rays were provided and reviewed by an hcp on (B)(6) 2021. The hcp believes construct design with difficult deformities was the most likely contributing factor to the event. From his analysis, the surgeon used a low density screw construct ending the construct on the convex curve of the deformity. The low screw density, short length of construct along with possible loss of correction may not have been enough to counter the force of the spine trying to revert to it's original position, resulting in the eventual failure at the distal most screw where biomechanical loading is most likely the highest, leading to the rod slipping from the screw.

Event description:
It was reported that a rod slipped through the screwhead of a mesa uniplanar screw post-operatively. Revision surgery is now needed.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that a rod slipped through the screwhead of a mesa uniplanar screw post-operatively. Revision surgery is now needed.